Event description:
The patient underwent generator replacement due to unable to be interrogated due to battery depletion. The explanted generator has not been received for analysis to date.

Event description:
It was reported that the explanting facility is unable to locate the explanted device and that it was likely discarded; therefore, no analysis can be performed.

Event description:
The physician reported that the increase in seizures was not above the patient's pre-vns baseline frequency. The patient experienced an increase in focal motor seizures. There were no programming changes, medication changes, or other external factors that preceded the onset of the increase in seizures.

Event description:
It was reported that the patient was experiencing an increased level of seizures and that the patient was referred for surgery for device end of service. Clinic notes dated (B)(6) 2015 note that the patient has experienced 15 seizures since the last visit on (B)(6) 2015. It was noted that the patient has had 10 seizures this month and that he has had one every day which the patient feels is related to season change. It was noted that the patient has issues with medication non-compliance. Device settings were increased and the patient was referred to an ent. No known surgical interventions have occurred to date. No additional relevant information has been received to date.